Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
An event involving a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reported that blue clave above burette leakage. 5fu was involved in the event. The event was noted during infusion. There was patient involvement and no harm/adverse event reported.